Event description:
Related manufacturer report number: (B)(4) during an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the device. No known intervention has been done at this time. The patient was stable.

Manufacturer narrative:
Please retract this report 2017865-2023-52004, this product did not contribute to the event. This was reported as 2017865-2023-52005.